Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited far r-wave over-sensing and post-paced t-wave over-sensing. No intervention was performed. The patient will further be monitored. The patient's condition was stable.